Manufacturer narrative:
No faulty part has been returned for investigation. The eval of the returned photographs reveal a broken shaft in the panel holder. Info regarding the specific circumstances and environmental conditions at the hosp have been sought, but has not been received. The ventilator system has been successfully tested for mechanical strength, with a peak acceleration of 15g, pulse duration 6ms, and total number of 1000 impacts. It's unk to us under which conditions the reported panel holder broke. The reporting hosp does its own repair.

Event description:
It was reported that a ventilator was found with a broken panel holder. The panel holder holds the user interface onto the ventilator system. There was no pt involvement. (B)(4).